Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 672625 adaptor, implanted: (B)(6) 2007; product ID d224drg ICD, implanted: (B)(6) 2011; product ID 6996sq58 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing pacing thresholds. The rv lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.